Event description:
It was reported that the patient recieved inappropriate shock. Insulation anomaly, lead fracture and noise were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found external insulation abrasions between 28.6cm to 29.5cm from the pin as a result of clavicle crush and friction to the bone.